Event description:
The set leaked from an unknown location, and blood backed-up into it. The patient was sent to the ER as a precaution. The patient was on naficyllin, 2 g every 4 hours. This was started ten days prior to event. On event date, in the middle of the night, the set leaked, and the patient went to the ER for observation. No medical intervention was required. The next morning, the patient went to the doctor's office and was hooked up again.